Event description:
Penfill inject the whole vial of ryzodeg (overdose) [accidental overdose]. Error the penfill inject the whole vial of ryzodeg) [incorrect dose administered by device]. Spring mechanism might have been faulty [device issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "penfill inject the whole vial of ryzodeg (overdose) (accidental overdose)" beginning on (B)(6) 2025, "error the penfill inject the whole vial of ryzodeg ) (incorrect dose administered by device)" beginning on (B)(6) 2025, "spring mechanism might have been faulty (device component issue)" with an unspecified onset date, and concerned a 53 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", ryzodeg (insulin aspart, insulin degludec) (regimen 1: 50 units: regimen 2: 300 units instead of 50 units) from unknown start date to on (B)(6) 2025 for "product use for unknown indication". Patient's height: 163 cm. Patient's weight: 79 kg. Patient's bmi: 29.73390040. Dosage regimens: novopen 4: ryzodeg: not reported to not reported, not reported to on (B)(6) 2025. Allergy: cinnamon allergy, corn starch allergy. Current condition: diabetes mellitis (type was not reported, on (B)(6) 2016 onwards), asthma, early-stage bronchiectasis, allergic rhinitis, osteoporosis - hips, mild hypertension, adhd, autism level 1. Concomitant products included - metformin, diovan (valsartan), vitamin d [vitamin d nos], actrapid (insulin human), symbicort (budesonide, formoterol fumarate), zyrtec [cetirizine hydrochloride] (cetirizine hydrochloride), montelukast, estalis (estradiol, norethisterone acetate), atomoxetine. On (B)(6) 2025, patient used blue novo penfill device to inject 50 units of ryzodeg. It was noted that the vial brown line was on the left when it should have been on the right. Patient realised that the vial was empty, and patient had injected 300 units instead of 50 units. Patient was not aware that the spring mechanism might have been faulty and was admitted to hospital for observation due to overdose. The pen must be faulty as I only dialled 50 units on the pen chamber. On (B)(6) 2025, patient was discharged from hospital. Batch numbers: novopen 4: dug2382, ryzodeg: requested. Action taken to novopen 4 was not reported. Action taken to ryzodeg was reported as product discontinued. Event abated after use stopped or dose reduced for ryzodeg doesn't apply. Event reappeared after reintroduction of ryzodeg doesn't apply. On (B)(6) 2025, the outcome for the event "penfill inject the whole vial of ryzodeg (overdose) (accidental overdose)" was recovered. On (B)(6) 2025, the outcome for the event "error the penfill inject the whole vial of ryzodeg) (incorrect dose administered by device)" was recovered. The outcome for the event "spring mechanism might have been faulty (device component issue)" was not reported. H3 continued: no or provide code. 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational result name:novopen 4 batch number: dug2382. Visual examination and functional testing were performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed and found to be normal..nonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found. All mechanical functions were found to be normal.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault.during examination of the product, no irregularities related to the complaint were detected. Name: ryzodeg, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: EU/ca tab: expected date of follow up report was extended. Investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab . Narrative updated accordingly. Final manufacturer comment: 18-jun-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for accidental overdose. H3 continued: evaluation summary name:novopen 4 batch number: dug2382. Visual examination and functional testing were performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed and found to be normal..nonconformity-related documentation was examined. No irregularities recorded and therefore no further action.no abnormalities relating to the observed problem were found. All mechanical functions were found to be normal.the dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to observe the alleged fault.during examination of the product, no irregularities related to the complaint were detected.